Event description:
Reportable based on device analysis completed on 25-sep-2018. It was reported that crossing difficulty was encountered. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a balloon pinhole and longitudinal tear. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed two kinks in the hypotube at 23.5cm and 83.5cm from the hub. Microscopic examination revealed a 2mm longitudinal tear 6mm from the tip. There is a pinhole located 15mm from the tip. Further examination revealed that the tip is damaged and the balloon is loosely folded. There is blood present in the balloon and inflation lumen. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.